Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the white lead of the system controller split and the pt was experiencing low voltage alarms. The system controller was exchanged with other system controller and no further problems were reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The reported event of a damaged white power lead was confirmed upon visual inspection. The evaluation of the returned system controller revealed that the outer gray insulation on the white power lead was sliced and the shield was exposed. Movement of the white power lead at the compromised area resulted in hazardous low battery and power cable disconnected alarms as well as interruption of pump function while tethered to the test power module. Further evaluation revealed numerous inner conductors with compromised/sliced insulation, including both negative lines (v-), the positive line (v+), and the battery fuel gauge signal line. Although the damage appeared mechanical and due to user handling the investigation was unable to determine a conclusive root cause. No further information is available. The manufacturer is closing its file on this event.